Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they went to their dentist for a consultation on the current bite treatment and it was found that byte has caused potentially irreversible damage to their gums.

Manufacturer narrative:
H6 updated: added code 2360 for the reported follow up stating serious gum recession. H6 updated: added code 2360 for the reported follow up stating serious gum recession.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.